Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified popliteal artery. A 3.5mm x 15mm wolverine peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 12atm for 20 seconds at first inflation. The device was removed without any problem using the normal method and the procedure was completed with a different device. No patient complications reported and the patient was good post procedure.